Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 9:00 pm, the patient's parents transported him to the emergency department after receiving an urgent low glucose alert from the dexcom app. At the time of the alert, the cgm displayed a glucose value of 40 mg/dl. The patient was reportedly experiencing excessive sweating and disorientation, prompting his parents to seek emergency medical care. No treatment was reported at symptom onset or prior to arrival at the hospital. Upon presentation to the emergency department, a fingerstick blood glucose (fsbg) measurement was obtained by the attending nurse and was reported as 240 mg/dl, while the cgm continued to display a glucose value of 40 mg/dl. Following evaluation, the attending physician advised replacing the sensor due to the inaccurate cgm readings. The patient was also administered a "liquid" substance during the hospital visit; however, it was not clarified whether this was a beverage provided for consumption or a medication/treatment administered orally or intravenously. The patient was additionally instructed to rest and maintain hydration by drinking water. After approximately four hours of observation and evaluation in the emergency department, the patient was discharged home. At the time of reporting, the patient was reported to be doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experiencing symptoms. The reported glucose values fall within the c zone of the parkes error grid check in the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.